Manufacturer narrative:
(B)(4). A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had an unspecified alarm on the homechoice pro device during fill two of five of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient had pressed stop/go on the device and went back to sleep. In the morning the patient disconnected themselves from the setup. The technical service representative assisted the caregiver and the patient to end the therapy on the device. There was no patient injury or medical intervention associated with this event. No additional information is available.